Manufacturer narrative:
Follow-up #1 date of submission 05/01/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/18/2014 with the following findings:during a visual inspection of the pump, the display lens was confirmed to be scratched.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. The reporter stated that the pump display lens was scratched, and the screen could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.